Event description:
Philips received a complaint by the customer on the v60 indicating that oxygen was leaking out. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was oxygen leaking out. The customer informed the rse that they had replaced the flow sensor then began to hear oxygen leaking when the flow sensor was attached. The rse performed a troubleshoot with the customer by removing the flow sensor assembly. The customer then discovered that the oxygen solenoid valve screws were loose and tightened them. The customer then reinstalled the flow sensor assembly. The customer also discovered that the data acquisition (da) printed circuit board assembly (pcba) only had one o-ring, when there should be two. The customer found another o-ring in an old flow sensor assembly and installed it in the new flow sensor assembly. The customer also reassembled the gas delivery system (gds) and reattached all components internally. The customer then reattached the oxygen to the unit and confirmed that no leaks were heard. The customer tightened the oxygen solenoid valve screws and installed a second o-ring to the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.